Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's dexcom mobile application failed to give high alerts during nighttime. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.